Event description:
The customer reported via phone call experiencing high blood glucose levels. The customer's blood glucose was 410 mg/dl. The customer advised that she treated with insulin earlier and advised that her blood glucose should be lowering. She also reported having a reaction to the sensor over tape. She stated that sensor reading was 190 mg/dl at that time. She was advised that the issue was most likely due to the sensor not being situated properly in the interstitial fluid. She also noticed that she had had bent sensor cannulas previously. The customer was advised to replace the sensor.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.